Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. The customer advised that the lid would not remain closed. Upon further inspection, the customer advised that when the device's charge pak was removed, the lid latch (which keeps the lid shut) had broken off and fallen into the charge pak compartment. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the on/off switch (lid latch) was knocked off of its shaft and therefore would not power the device on when pressed. The customer was provided with a replacement device.